Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s blood glucose rose to approximately 370 mg/dl after a missed meal announcement, leading the family to question whether the ilet was functioning properly; a fingerstick reading was 294 mg/dl, and the user calibrated the connected cgm to address an inaccuracy, after which glucose trended downward. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution with home management. Investigation included customer support troubleshooting, review of meal announcement usage, and confirmation of cgm calibration. Investigation of this case revealed that the elevated glucose was consistent with a missed meal announcement rather than a device malfunction, and the cgm discrepancy was addressed through calibration. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcement with contributory cgm inaccuracy that was corrected by calibration.